Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer will purchase new test strips at the local pharmacy. Most likely underlying root cause: mlc-41 -dead battery (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. No address on file to send product letter.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and dizzy. Medical attention is not reported as a result of the reported symptoms. Product storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is undisclosed. Customer states that the test strip were open more than 4 months ago. Test strips are expired based on the open time. The meter memory was not reviewed for previous test result history.